Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lower display of the external pulse generator was not readable. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the lower display was not readable, it had missing pixels. Analysis also found that the upper and lower cases, battery release, battery drawer and ring cover were contaminated, that the liquid crystal display and the side bail covers were broken, the battery contacts were compressed, the ring bail was bent and the keyboard was scratched. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lower display of the external pulse generator was not readable. The generator was returned for service. There was no patient involvement.